Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) started emitting beeping tones. Upon further interrogation, it was found that a battey depletion (bd) alert was declared. A boston scientific representative will contact the hcp involved to retrieve device data for battery evaluation. A routine follow up was scheduled to understand the root cause of the alert and to discuss this information with the patient. At this time, there is no evidence to suggest that an intervention has been performed. No adverse patient effects were reported. Additional information was received. This device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) started emitting beeping tones. Upon further interrogation, it was found that a battey depletion (bd) alert was declared. A boston scientific representative will contact the hcp involved to retrieve device data for battery evaluation. A routine follow up was scheduled to understand the root cause of the alert and to discuss this information with the patient. At this time, there is no evidence to suggest that an intervention has been performed. No adverse patient effects were reported. The device remains in service.